Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended to replace the graphical user interface (gui) central processing unit (cpu).

Event description:
It was reported that a 840 ventilator's connector was broken. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). Corrected from "connector was broken " to "nurse call connector was broken."

Event description:
It was reported that a 840 ventilator's nurse call connector was broken.